Event description:
Patient's caregiver called in to report an unidentified service required error code. Customer care was able to walk them through rebooting and got the code to clear. The issue was resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety and eit but failed inspection for unrelated issue. Monitor failed inspection for unrelated issue. The reported condition could not be replicated. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".